Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due to elevated metal ion levels. The modular head and taper adapter were removed and replaced with an active articulation polyethylene liner and modular head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces. The potential long-term biological effects of metal wear debris and metal ion production are not known."